Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, symptomatic uterine prolapse, rectocele and cystocele and mesh was implanted. It was reported that the patient had concurrent procedures of a total vaginal hysterectomy, anterior and posterior repair, cystoscopy with indigo carmine injection and a pubourethral sling procedure performed during mesh implantation. It was reported that following insertion the patient experienced urinary problems, recurrence, dyspareunia, and infection.